Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the female hub is loose with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: it was reported that the female hub is coming loose.

Manufacturer narrative:
H.6. Investigation summary:bd received samples from the customer facility for investigation. The samples were evaluated/tested and the customer's indicated failure mode for a loose connection with the female luer with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to a loose connection with the female luer was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Event description:
It was reported that the female hub is loose with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: it was reported that the female hub is coming loose.